Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod the last several hours of the third day of wear on their arm. After realizing elevated bg levels, the patient reported the cannula had deployed as intended. It was also reported the pink slide did not move forward into the viewing window. Wetness at the adhesive on the bottom of the pod was observed, indicating a leak had occurred. Upon pod removal, blood, swelling, and a large bruise were observed at the insertion site. Medical assistance was not required.